Event description:
Report received of an "inconsistent drip rate." The pump was programmed to deliver lactated ringers in the primary mode at 80ml/hr, the volume to be infused was not specified. The secondary line was programmed to deliver 20ml/hr of magnesium sulfate, dosage and volume to be infused not specified. Multiple unsuccessful attempts have been made to receive further info from the customer.

Event description:
Add'l info was received from the customer. When the nurse went to hang the primary solution, she noted that the secondary solution was infusing at the primary rate. The nurse stopped the infusions. The pump was replaced and the existing solutions and tubings were utilized on the replacement pump. The pt did not experience any adverse effects.